Manufacturer narrative:
Please note that the investigation is still in process at this time. Please note that the initial attempt to file the medwatch form 3500a for this event occured on 27 march, 2025 in the form of an email to the emdr at mdrpolicy@FDA.hhs.gov. The help team redirected the email and informed biofourmis that the report required submission through the esg within the webtrader system. The biofourmis team initiated the process to apply for an account under the webtrader / esg system but was unable to complete the account registration process within the required 30 days from becoming aware of the event. On 1 april, the next gen esg was made available and the legacy test database system was no longer active requiring additional steps to complete the registration process. Emails of the exchange between the esg and esgng support team and biofourmis are available for review. At the time of this report that was generated using the e-submitter and most current applications utilizing the same information originally sent to the MDR team on 27 mar 2025, biofourmis was still awaiting assistance from the esgng support team to register an account within the legacy esg production system.

Event description:
Complaint received that patient passed away on (B)(6) 2025 while enrolled in a hospital monitoring program allegedly due to myocardial infarction or pulmonary embolism.